Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1885 that was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing segments. Pump passed the displacement test and self-test. The pump was cut open to perform visual inspection and moisture damage was found on the pcba 1, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (faded, stained), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Missing segments was observed during analysis. Missing segments was confirmed due to moisture damage on te pcba 1. Exposed to moisture confirmed on the pcba 1, motor and force sensor. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.